Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0llhk, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that on all of a patient¿s programs, his urine was coming out with a really foul odor since implant. All of the patient¿s programs were at 1.5 volts, with the exception of program 2 at 1.9 volts. The patient had retention and was originally implanted for overactive bladder symptoms. One week after implant, a doctor changed the device setting from program 2 to program 4, and a week after that the patient got a bad infection. A second infection occurred in late september after changing from a program. The patient¿s healthcare professional didn¿t know why the patient had the infection and the patient was very, very sick. The patient was told not to touch the machine or setting. One time when the patient was sick, he changed back to program 2 because he had to go to the bathroom. The patient was going two to three times an hour and had anal pressure if he changed settings. After getting the infection on program 4, the patient went back to program 2 and hadn¿t used programs 1 or 3. Program 2 was helping the patient regulate and go to the bathroom. The day prior to the report, the patient noticed that his urine smelled worse than before, and he saw a doctor. The day of the report, the odor was the same as it had been since implant. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.